Manufacturer narrative:
No conclusion code available; final analysis found burnt marks on the circuit board which resulted in the device power anomaly.

Event description:
It was reported that lightning struck and the merlin.net transmitter electrical appliances were ruined. The device was returned and replaced.